Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during an ipg revision procedure on (B)(6) 2025 [related manufacturer reference number:3006705815-2025-01440], the physician mistakenly cut the patient's lead, and a portion of the lead remains implanted. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the lead fragment that was left implanted was explanted to address the issue. Therapy was restored post procedure.